Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to deploy from catheter.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to open and close onto tissue; however, the clip was unable to deploy from the catheter despite squeezing the handle. The clip was then opened and pulled out of the scope. The procedure was completed with another resolution 360 clip. It was reported that the clip appeared to be deployed partially. There were no patient complications reported as a result of this event.